Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing and the patient was experiencing problems. The patient was referred to the physician. This pacemaker remains in service. No additional adverse patient effects were reported.